Event description:
It was reported to philips that the system would not boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found that the host-pc was unable to connect to the flex vision pc. Upon troubleshooting, fse found that the hard drive of the flex vision monitor was not activating during boot and the system functioned properly and showed no issues in three hours of testing. To resolve the problem, on 11th jun 2025, fse replaced the flex vision pc and hard drive and loaded the necessary software. After some repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.